Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is a veterinary product. Device is similar to a device marketed for human use. A review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation revealed the device was received for investigation and it was noted that the needle was broken off flush with the end of the slider. The needle was not returned. The instrument was function checked for smooth feel and passed. No other measurements or checks could be performed because the needle was not returned. Product development evaluation revealed there is also an appropriately placed pin to further hold the probe in place, and the probe is designed to be made of extra-hard implant grade materials. No other design aspect could have contributed to the probe breaking from the slider. The cause of this event is indeterminate. A review of the product drawings showed that the slider and probe were both designed with the correct mating threads.

Event description:
It was reported that the measuring blade of the depth gauge broke off during surgery.